Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter without the distal tip, distal shaft and distal portion of the balloon. The shaft, hypotube, and bonds were microscopically and visually examined. The balloon is completely circumferentially torn with a 2mm longitudinal tear 5mm from the proximal balloon weld. The inner shaft is separated/cut 5.5mm from the proximal balloon weld. The cut portion is consistent with the distal end of the device being cut. The detached portion of the distal catheter was not returned for analysis. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 19-jan-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced but device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed circumferential and longitudinal balloon tear and shaft detachment.